Event description:
The customer reported that he had been involved in three car accidents due to faulty sensors and excessive insulin delivery by the insulin pump. The customer stated that his blood glucose levels dropped below 20 mg/dl each time. The customer reported that the insulin pump had given an alarm as well. The customer stated that the insulin pump was replaced due to the alarm, and the next insulin pump also alarmed during normal use. The customer stated that he has obtained an attorney due to the issues he's experienced. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.